Event description:
There was an allegation of questionable ca2 calcium gen.2 and gluc3 glucose hk gen.3 results for 2 patient samples on a cobas 8000 cobas c 701 module. No questionable results were reported outside of the laboratory. The customer questioned the initial results and repeated the samples. For sample 1, the initial glucose result was 580 mg/dl. The repeat result was 78 mg/dl. For sample 2, the initial calcium result was 0.5 mmol/l. The repeat result was 1.2 mmol/l. The repeat results were deemed correct. The calcium reagent lot is 694033. The glucose reagent lot is 694766. The expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that a cell rinse tube was leaking and replaced it, and checked the cuvette and syringe wash. A reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. H3 other text : na.